Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, ¿loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, non-union, bone resorption and/or excessive unusual and/or awkward movement and/or activity.¿ this report is number 2 of 2 MDR's filed for the same event (reference 1825034-2015-03944 and 03945). The initial revision procedure was reported in MDR 9610576-2014-00019.

Event description:
It was reported that the patient underwent initial total knee arthroplasty on (B)(6) 2011. The patient underwent an initial revision on (B)(6) 2014 due to loosening caused by the patient jumping off a truck, which has been previously reported. Subsequently, a second revision took place on (B)(6) 2015 due to tibial loosening. The tibial tray and bearing were removed and replaced.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.